Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. The reported event could not be duplicated. The probable cause of the reported problem is unknown. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that the device had an upstream occlusion, and alarm on screen. There was no reported patient involvement.